Event description:
Baxter reported a transfer set with broken occluder feet which resulted in a leakage from the connector tube. Noted during use. No patient injury or medical intervention was reported per baxter affiliate.